Event description:
A distributor in japan reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject mr850 respiratory humidifier was returned to the fisher & paykel (f&p) healthcare service centre in japan where it was inspected by a trained f&p healthcare service technician. The unit was serviced, and performance tested. Subsequently, the pcb of the subject mr850 respiratory humidifier was received in f&p healthcare new zealand for investigation, where it was visually inspected and tested. Results: performance testing of the subject pcb confirmed that the audible alarm was not functioning due to an open circuit in the speaker coil. Conclusion: we were unable to determine the cause of the ropen circuit condition. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition, the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The mr850 is equipped with visual alarm indicators in addition to the audible alarm.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in japan reported that the audible alarm of a mr850 respiratory humidifier was not functioning. There was no reported patient involvement.